Manufacturer narrative:
1038671-2024-03170. 1038671-2023-02916. H6: corrected component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the revision reported was likely the result of prosthesis wear and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and femoral loosening could not be determined as the devices were not returned for evaluation, and radiographs were not provided.

Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): lgc tibial fit tray cem sz 1.5f / 2.5t - 02-012-45-1525 - 4158459.

Event description:
As reported, approximately 2.5 years post op initial right tka, this 70 y/o female patient was revised due to poly wear on both of liner and patella. The femoral component is also found loosening. All components were revised. Patient was last known to be in stable condition following the event. Unable to obtain x-rays. Product not returning - disposed at hospital.